Manufacturer narrative:
Initial reporter facility name - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body separated from the female connector of a peritoneal dialysis (pd) transfer set. This issue occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6) (previously submitted as (B)(6). Additional information in h3, h6, h10. H10: the device was received for evaluation with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted a female connector separated from the light blue main body. The insert/chip was present and there was indication of solvent on the top of the insert/chip. There was evidence of solvent inside the barrel of the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.